Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen cracked while the device was in the user¿s pocket, after which the device continued to function but without a display. Symptoms included hyperglycemia with a peak blood glucose of 212 mg/dl lasting about one hour, without ketone testing, medical intervention, or assistance required. Outcomes included transient hyperglycemia without hospitalization or long-term sequelae. Investigation included complaint intake, confirmation that the device remained operational aside from the display, and arrangements for data synchronization prior to shutdown and inspection of returned device. Investigation of this device revealed a damaged display component consistent with physical damage while carried, with no evidence of device performance failure beyond loss of visual output. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling damage leading to screen breakage.